Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had infection with bacteremia. Reportedly, there was infectious vegetation on the leads and in the patient's device pocket site. Hence, a system extraction was performed. Additional information from the field indicated that the lead was damage during laser lead extraction. Also, some part of the lead were taken out of the patient which was thrown away and some remained in the patients body. No additional adverse patient effects were reported.